Event description:
This was a lead removal case to remove 4 leads. The lv lead (1458q) was successfully removed. Progress with the glidelight was difficult in the svc with the rv (1580 and 1559) and ra (1488 tc) leads so the catheter was removed from the patient and a visisheath was utilized. After 5-10 minutes, the pressure began to fall so the CT surgeon performed a sternotomy. A small tear was found and repaired in the svc-atrial junction. The physician returned to the extraction and continued lasing. The rv leads (1580 and 1559) were removed without further difficulty. The physician returned to the ra (1488tc) and continued to meet resistance so the decision was made to use the visisheath once more. The pressure dropped again and another tear was discovered and repaired. The procedure was completed successfully. The patient was hospitalized after the procedure and discharged.